Event description:
A nurse reported that the capsulotomy was incomplete, and the depth of cuts were to posterior, for a laser assisted cataract case. Reporter indicated the procedure was completed by conversion to conventional cataract method with no harm to the patient. Attempts have been made to obtain additional information, at this time additional information has not been received.

Manufacturer narrative:
The device history records were reviewed and there were no unusual findings related to the reported issue. The field service engineer found the cut depths were too posterior. Based on available information, the optical z calibration was the likely cause of the issue. (B)(4).